Event description:
During the diagnostic portion of an ep procedure a dup-deca diagnostic catheter got stuck within the heart and was unable to removed. Cardiology contacted interventional cardiology and vascular surgery for assistance in safely removing the device. Access was gained via the ij vein, device was snared and freed from the heart wall by vascular in conjunction with cardiology and the device successfully removed. Intracardiac echo was performed before, during and after to ensure no damage done to the patient. The procedure continued and was successfully completed. Cardiologist inn conjunction with a 3rd party disclosed the event to the patient.